Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the technical services reviewed compatibility if the patient had an enterra, insulin pump (model 760g) and is being considered for an interstim system. Technical services r eviewed that the enterra and interstim devices don't have sensing so are unaware and unaffected by other devices. Technical services reviewed distance recommendation between devices. Technical services reviewed discussing such compatibility also with insulin divis ion of the manufacturer because they would have to address compatibility for the insulin pump. Caller was told by the healthcare professional (hcp) that the insulin pump and enterra system interfere with each other from time to time but the caller doesn't have any further details about this allegation. There were no patient complications reported as a result of this event.